Event description:
On (B)(6) 2025, the user reported issues connecting to dexcom g7 continuous glucose monitoring (cgm) sensor to the ilet. The user initially entered an incorrect pairing code, then re-entered the correct one but continued to experience connection issues. The agent guided the user through toggling between g6 and g7 settings, performing fingerstick (351 mg/dl and 327 mg/dl), and manually entering readings into the ilet. A new sensor was applied and successfully entered into warm-up mode. Follow-up on (B)(6) 2025 confirmed blood glucose (bg) had stabilized at 175 mg/dl. The highest blood glucose (bg) recorded was 351 mg/dl. Bg was corrected through manual entry. The user's reported symptoms during the event included tiredness. No medical intervention was reported at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.